Event description:
A site representative, surgery technician, reported an intermittent communication issue between their navigation system and the camera cart. This occurred during patient set-up. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. When attached to a known good computer and fully seated the board performed as expected with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement 8 port adapter shipped to site. Replacing part resolved the issue. Medtronic representative performed a navigation system check-out, all areas passed. Suspect device has not been returned to manufacturer for analysis. No parts returned.